Manufacturer narrative:
Product analysis #706485632: medtronic review the CT images from the same date as core lab (09-may-2022) confirmed the fracture in a non-navion device. The most proximal device that contained the fracture was identified as a talent taa stent graft. The location of the fracture seems to align with the location observed by the core lab on their review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc3232c150tu, serial/lot #: (B)(6), ubd: 18-may-2019, UDI#: (B)(4); product ID: vamc3434c100tu, serial/lot #: (B)(6), ubd: 08-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the re-intervention for a prior aortic repair of a thoracic aortic dissection on (B)(6) 2019. The patient had an existing 3 talent stent grafts implanted approximately 10 years prior, 3 valiant captivia implanted 7 years prior and endurant iis stent graft system stent graft implanted 6 months prior to the implantation of the valiant navion. It was reported core lab review of CT imaging taken approximately 2 years and 5 months after the implantation of the navion, showed a type ll endoleak and a suspected fracture on most proximal non-navion device; unable to confirm as unknown device and unknown stent ring design. The max aortic diameter was noted as 65.9 mm. The imaging was na for aortic enlargement. No stent fracture, stent ring enlargement or stent ring migration was observed in the navion graft.  The cause of the type ii endoleak and suspected fracture is undetermined.  No additional clinical sequalae were provided and the pa tient will be monitored.